Event description:
The device was used during an unspecified procedure. Reportedly, the balloon ruptured and disengaged into the pt's cavity. The surgeon was able to retrieve the components and complete the procedure. The hosp has reported no pt injury occurred.